Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue was confirmed, broken lens in the optical system attributing to no image. The inspection also noted the scope has a fluid leak from the light guide post, fiber breakage, broken meniscus lens, and scratches on outer tube and eyepiece funnel. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request by the operating room inventory coordinator that the customer ultra 5.4mm 0 degree rigid telescope has ¿cannot see through scope, internal damage¿. The customer reported issue was found during reprocessing. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the broken lens was due to excessive use. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device manufacturer date in h4.